Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of air detected and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
Dual lumen PICC line inserted (B)(6) 2010. Issue: no blood return and leaking from under the skin noted (B)(6) 2010. Hole in catheter.

Event description:
The facility representative reported a colleague infusion pump which detected air in the line during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).